Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt with ECG electrodes and a 4-lead pt cable for cardiac monitoring. According to the reporter, the device initially displayed dashed lines then subsequently, intermittently displayed dashed lines and would not continuously display the pt's ECG. No adverse affects to the pt were reported as a result of the alleged malfunction.